Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the volumetric accuracy test failure was undetermined.

Event description:
The product analysis laboratory (pal) determined that there was an additional issue on the homechoice (hc) machine during testing. On (B)(6) 2012 during the manual volumetric accuracy test the device failed the 800ml fill test = 2.49% and 800ml drain test = 2.22% (allowable range less than 2%). Test failure during service, no patient involvement.